Event description:
At first it was lots of back pain; sharp intense abdominal pain; then it was blood clots during my cycle; very, very heavy cycle; cycle off schedule; neck pain; nerve problems (shooting pains throughout my hips and legs); shooting pain and pressure in my pelvis; no sex drive; stress; depression; anxiety; headaches. Then I had them removed and my cycle went back to normal, no more pain in my abs and pelvis and weight gain. To this day I have degenerative disc and degenerative joint disease, bilateral formation, pinched nerves in back and neck, bulging disc, hemorrhagic cyst, kidney cyst, bone spurs, osteopenia. I was very in-shape and healthy before I got these in me now my days are painful, stressful and cant do for my kids, play with my kids. And I have a huge fear of medicines and emergency rooms.